Event description:
Potential malfunction; physician withdrew more medication than monitor indicated, suggesting insufficient opioid delivery to patient, consistent with patient's continued experience of pain with insufficient relief. FDA safety report ID# (B)(4).